Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A photo was provided. The image clarity is very grainy and poor. The lens was shown positioned incorrectly in a lens case. The lens was anterior surface up and tilted down into the well of the lens case on one side. The other side of the optic was against a post. One haptic was bent in the gusset area at the inner well wall. The other haptic appeared to extend toward a drain hole of the lens case. A slightly curved line was observed running in a semi-vertical orientation. It cannot be determined if this is a glare in the photo or optic damage. It also cannot be determined if viscoelastic was present on the lens. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that the lens was broken. Additional information received stated that broken lens was observed during surgery.

Manufacturer narrative:
The account indicated the use of a non-qualified cartridge and viscoelastic. The handpiece indicated is qualified for use with this lens with the use of qualified lens/cartridge combinations. No damage could be confirmed from the observation of the attached photo. The root cause is most likely related to a failure to follow the instruction for use (IFU). The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).